Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Manufacturer narrative:
The reported event of failure to capture was confirmed. As received, a complete lead was returned in one piece. Electrical testing found internal shorting between conductors. Visual inspection found damage to the inner insulation at the distal region of the lead consistent with procedural damage. The cause of the reported event was isolated to inner insulation damage consistent with procedural damage.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was observed that the right atrial (ra) lead exhibited a failure to capture at multiple sites. The lead was not used and a new lead was successfully implanted. The patient was in stable condition post procedure.